Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, 22 days after glaucoma shunt implantation surgery, encapsulation of the leak was observed, with an iop (intraocular pressure) of 21 mmhg, with a valve in good position and a somewhat attenuated anterior chamber. Six days later the iop increased to 32 mmhg and it was decided to explore the valve in the operating room. The patient undergone for filtration capping. Follow-up the next day after the medical and surgical intervention, the iop was 10 mmhg (recovered). There were no a clinically significant postoperative complication associated with clinical sequelae. Per the reporting physician there was casual relation between the event and device.

Event description:
Additional information received and reported that on (B)(6) 2024 the patient underwent filtration encapsulation.

Manufacturer narrative:
A sample was not received at investigation site for evaluation for the report of filtration capping; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The manufacturer internal reference number is: (B)(4).